Event description:
It was reported to philips that the power on button of the review module was not working, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the power button on the review module was not working properly. The philips field service engineer (fse) visited onsite and performed troubleshooting, which concluded that the review module was faulty. The cause of the review module failure was not conclusively determined by the supplier's part analysis. However, replacing review module by the fse resolved the issue. After the replacement the system could be turned off and turned on normally. The system was returned to use in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.